Event description:
The customer reported the device cannot start. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device cannot start. There was no report of pt involvement. The device was evaluated by a philips field svc engineer. The symptom was verified. Multiple parts were replaced to resolve the issue. Since multiple parts were replaced, we are unable to determine the root cause of the issue.